Manufacturer narrative:
The events of seroma and lymphoma alcl suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: seroma and lymphoma alcl suspected.

Event description:
Company representative reported on behalf of a cytotechnologist who posted on social media that a patient developed ¿nodular areas,¿ calcification, and fluid on an unknown side. Fluid from the capsule was sent to cytology and ¿highly atypical cells¿ were found with ¿horseshoe shaped nuclei (hallmark cells).¿ markers included ¿cd 30 strong +.¿ patient was diagnosed with breast implant associated anaplastic large cell lymphoma. No other markers were provided. The device has been explanted.